Event description:
Customer complaint - limited data available my doctor took my blood pressure multiple times using this caretouch an her office blood pressure machine. She said the differences between the two were to high and asked me to replace it.

Event description:
Customer complaint - limited data available. Customer had used the device in their doctor's office and received multiple inaccurate readings.